Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. The device was returned fully deployed with dried blood observed throughout the device and within the marker lumen tube, indicating there was arterial blood flow through the external marker lumen tube. The reported failure to achieve arterial blood marking during the device insertion could not be confirmed. The proglide instructions for use states, continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. The sheath was returned intact with hydrophilic coating present throughout the sheath surface. There were no damages observed on the sheath to indicate that the device was difficult to insert into the anatomy as reported. The reported difficult device insertion due to resistance encountered was not confirmed. The reported difficult device removal is consistent with incomplete foot retraction after needle deployment and suture retrieval. The returned condition indicated that the foot was completely retracted into the guide via closing the lever. The reported difficult device removal due to resistance encountered was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Per the instructions for use: do not deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was successful with one proglide device in the left common femoral artery (lcfa) using the preclose technique prior to an iliac artery covered stenting procedure to treat an iliac aneurysm. The arteriotomy was 5f and was upsized to 7f for the preclose procedure. The lfca was mildly calcified on the posterior wall in a small segment. Reportedly, during advancement of a second proglide device significant resistance was felt. There was no pulsatile blood flow from the marker lumen. The marker lumen was reflushed unsuccessfully. The device was deployed and a cuff miss occurred. The footplate was parked and extreme resistance was felt during device removal. A snap was heard and the blue rail suture which was from the first device, came out of the patient. The white rail, from the first device, was tightened, but it came out of the patient with no resistance. A 4 cm hematoma occurred. Manual arterial compression was applied to achieve hemostasis and to treat the hematoma. The stenting procedure was rescheduled. The physician was in-training in large hole technique. No additional information was provided.